Manufacturer narrative:
For regularization - retrospective review / FDA request. Origin of the breakage related to the use of the product : operative technique not followed by surgeons. The quality of the product is not questioned. Communication and technical assistance actions with the distributor were conducted to enable surgeons to readjust their surgical technique.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Screw broke during surgery: "first surgery with ligafix. Unfortunately the screw broke. After that, they used a screw diam 7 mm l 20mm but they could not remove the screw and they left it inside".